Event description:
Patient presented with low (zero to negative) flows. Hemodynamically stable and in nad (no apparent distress). Tte (transthoracic echocardiogram), cta (computerized tomography angiography), and lvad interrogation done. Suspect lvad inflow occlusion. Was started on heparin drip yesterday and given tpa (tissue plasminogen activator) last night. Today flows are 0.0-0.8. Currently in ICU on dobutamine, heparin, levophed. Doctors have been discussing next steps.